Event description:
The pump was explanted and returned to the manufacturer for analysis after an unk implant duration due to it being recalled by the manufacturer. The pt had been experiencing no symptoms. The pump had been infusing lioresal. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis results reveal insufficient bond of catheter access port. This device was subject to a recall.